Event description:
Additional information received reported that the device diagnosis was a catheter dislodgement from the intrathecal space.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump, serial number (B)(4), found no anomalies. Analysis of the catheter, serial number (B)(4), found catheter body has significant twisting that may have affected infusion. Correction: conclusion is no longer applicable.

Event description:
On (B)(6) 2015, a healthcare professional reported via the product surveillance registry (psr) that the event resolved without sequelae as of (B)(6) 2014.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a product surveillance registry on (B)(6) -2016 and it was reported that the pump was replaced on (B)(6) 2014 rather than just re-sutured as the eri (elective replacement indicator) was approaching. The event outcome was reported as "resolved without sequelae (B)(6) 2014."

Event description:
It was later reported that catheter revision was performed on (B)(6) 2014. Reprogramming occurred on (B)(6) 2014. The event was on-going/unresolved as of (B)(6) 2014.

Event description:
It was reported that during another procedure utilizing fluoroscopy on (B)(6) 2014, the health care provider (hcp) observed the catheter tip at t12, so it had migrated from t7. It was noted there were no revisions planned at this time. The drug delivered in the pump was unknown. Additional information reported the pump was used to deliver baclofen, bupivacaine, clonidine and prialt. There were no symptoms reported with the migration and it was an accidental finding. The cause of the event was unknown. Additional information reported there was a catheter kink and increased pain on (B)(6) 2014. It was noted this was mild severity. The daily rate was increased on (B)(6) 2014 and ¿(B)(6) 2013¿. The pump was refilled on (B)(6) 2014 and a 35.5cc under infusion was noted likely due to a secondary catheter kink. The actual residual volume (arv) was 39ml and the expected residual volume (erv) was 3.5ml. It was noted the patient was scheduled for a catheter revision. There was a reprogramming on (B)(6) 2014. The event was ongoing. Additional information there was a pump inversion and pain at the pump site on (B)(6) 2014. E severity was noted as mild. It was determined upon examination that the pump had become dislodged form its sutures. The patient was scheduled for a revision surgery. The event was ongoing. Additional information reported the cause of the migrations was unknown. Additional information reported the pump flip had pulled the catheter from t7 to t12. The system was replaced. The outcome was not provided.